Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 40 mg/dl. It was stated that the customer was unconscious when he was found. It was also stated that the insulin pump was exposed to an MRI scan. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.